Manufacturer narrative:
(B)(4). Eval summary: the analysis results found that one device was returned with the firing mechanism damaged and with no cartridge present. However two cartridges were received inside the bag and partially fired. The device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. In addition the returned device was disassembled to verify the condition of the internal components and the pin pawl was noted to be not properly flared, causing the firing mechanism not to properly operate. It should be noted that a 100% inspections takes place during mfg to ensure the device meets the require spec. The mfg records were reviewed and no anomalies were found during the mfg process.

Event description:
It was reported that during a lung volume reduction, with the 6th reload of gun, it would not fire past the 2nd stroke of the firing sequence, so the knife blade was retracted manually, and the gun removed. After the gun was reloaded it was used again, but this time wouldn't complete the first firing of the sequence and so was manually removed. The gun was being used with peri-strips dry buttressing material, and it is likely this had some effect on the guns ability to staple and cut. There was no pt consequence.